Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving many weak signal alerts. She also stated that the sensor goes into reinitialization several times per day. The blood glucose reading was not given. Nothing further reported.